Event description:
It was reported that the patient was in regular ventricular tachycardia (vt) for greater than a minute duration at 180 bpm as recorded by the monitor, but the implantable pulse generator (ipg) did not record any vt episodes. There was also small p waves measured with potential undersensing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).